Event description:
In may 2000, the cryopreserved aortic valve and conduit was implanted into patient of unknown medical history during valve replacement surgery (type unknown). A medical form from the user facility indicates that the valve was subsequently explanted in 2003, secondary to aortic insufficiency.